Event description:
It was reported that the patient was scheduled to have a revision surgery on his spectra penile prosthesis due to the patient "presented inconveniences with the device." No additional patient complications were reported in relation to this event.